Manufacturer narrative:
(B)(6). Removal report number - 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port at the ridge. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred during compounding/pharmacist check. There was no patient involvement. (B)(4). One (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing of sample was performed and a leak was identified on the administration infusion spike port cap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The second device was not received; therefore, a device analysis could not be completed for that sample. Should additional relevant information become available, a supplemental report will be submitted.